Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The device history lot number was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved tego® connectors that had a visibly compromised membranes. The issue was resolved by swapping out the tego connector. The customer reported that sometimes they have to go through 4-5 connectors before finding one that works. All patient factors were reportedly eliminated. Someone become aware of the issue and stated that they were unable to flush the product. The device was used with saline. No one was harmed as a result of the reported event. There was patient involvement and delay in therapy, but no adverse event.